Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 445 mg/dl and current blood glucose is 246 mg/dl. It also stated that insulin pump was not working properly. It also stated that drive support cap was normal. The customer reported that the insulin pump received no delivery alarm and event was resolved by changing complete set (inf and res). The customer was neither hospitalized nor admitted for high blood glucose and based on the customer's report customer alleged insulin pump was under delivering. It also reported that displacement test was performed and result was no reservoir. The insulin pump will not be returned for analysis.